Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and as a result the touch screen became shattered and unresponsive. Customer¿s blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. In addition, earlier that day, the customer also experienced a low blood glucose (bg) level of below 40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 49 mg/dl were recorded by continuous glucose monitor (cgm) from 7:00:46 pm to 7:20:46 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 7:00:46 pm. On (B)(6) 2020, at 1:52:13 pm, 2:05:45 pm, and 5:36:17 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.